Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and became dislocated during lv lead revision. It was noted that the rv and lv leads had grown together. The rv lead was replaced with a new one. No patient complications have been reported as a result of this event.